Event description:
It was reported that during a patient's initial implant, high impedance was observed. Troubleshooting was attempted including removing and re-inserting the lead pin however high impedance was still observed. The surgeon removed the lead and used a different vns lead to complete the patient's implant. Device history records were reviewed for the lead. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information is available to date.